Event description:
The patient presented into the clinic for a scheduled visit and excessive battery discharge was observed. The real-time battery data showed the device went to 2.55v (B)(6) 2010 and dropped below that on (B)(6) 2011. The physician decided to check the patient on (B)(6) 2011 and will wait for eri from the battery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.